Event description:
It was reported the fiberscope had blurred vision and black spots. It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. Upon further review, this issue would not cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the fiberscope had blurred vision and black spots. It was not confirmed when this event took place. There were no reports of patient harm.